Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they first experienced the ins moving when they fell as previously reported. The patient continues to have bleeding when they urinate which has not been resolved. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the patient had seen their healthcare provider (hcp). No additional information was available. Patient status is unknown at the tine time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Bate of event (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient thinks the ins moved and they were having vaginal bleeding, blood in their urine and pain, further mentioning that their boyfriend had a very large penis too and when they had sex ,patient started bleeding. Patient reported that the health care professional (hcp) moved the ins from the left side to the right side, and implanted a bladder sling last year. Patient said they went to the ER for blood in their urine and pain but nothing happened and they did not have a urinary tract infections (uti). Patient reported they fell off the back of a truck end of (B)(6) 2017, after which they started having problems. Patient stated that they went to their primary care provider on friday and they did not know anything about the implant so they did not care. Patient said they had used their programmer (pp) to check therapy settings and adjust settings but that it did not help. It was recommended for patient to consult with hp regarding symptoms. Patient asked for hcp listings in their area since they had moved. No further patient complications were reported /anticipated as a result of this event. [Refer to (B)(4) for details pertaining repositioning the ins from the left to right side]